Event description:
It was reported that during a laparoscopic cholecystectomy, the device was jamming over and over again and the jaws locked twice on the tissue. It is unknown how the device was removed from the tissue. It is unknown what was used to complete the procedure. No adverse consequences reported.

Event description:
A customer contacted baxter technical service center regarding a low drain volume alarm on the homechoice (hc)device during the initial drain. The homepatient (hp) stated that there was air in the patient line. The technical service representative (tsr)recommended that the hp end therapy and start over with new supplies. Follow up with the patient revealed that he discarded the sample and does not recall the lot number. The patient stated that he is doing well and continuing with therapy. No further information provided.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.